Event description:
It was reported via repair work order that the patient left side rail would not lock into the upright position due to a malfunctioned siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.